Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, three of these devices had marks on them as if they have been bent, possibly during sterilization and/or transport. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. A review of the device history records found no non-conformances relating to this issue noted for this lot of product. There was no product left in stock from this lot. The root cause of the reported problem is determined to be the packaging configuration/layering of the product inside the box and if sufficiently compressed and exposed to enough heat, the tubes could be deformed. Due to the low risk, no additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of pt complaints.